Event description:
It was reported that the user experienced low blood glucose (66 mg/dl) upon waking and treated with melon, resulting in a rapid subsequent rise; education was provided to treat hypoglycemia with fast-acting carbohydrates such as oral glucose or juice rather than slower-digesting foods to avoid recurrent lows and mismatched basal dosing. Symptoms included hypoglycemia accompanied by fatigue. Outcomes included self-treatment with oral glucose recommendations and user education. Investigation included user troubleshooting and education. Investigation of this case revealed user technique contributing to overtreatment behavior. It was concluded that device function was not implicated and that appropriate user education addressed the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.